Event description:
Information was received from a legal firm on (B)(6) 2017 regarding a patient who was receiving unknown drug (unknown dose/concentration) via an implantable pump for non-malignant pain. It was reported pump failure, delivery failure, withdrawal, and hospitalization occurred. Explant surgery occurred (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.